Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The pacemaker and lead were found to be showing through the patient¿s skin, as they had eroded through the device pocket. This resulted in an infection and the device and lead were subsequently explanted. During the removal, the right ventricular lead was cut and later extracted. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed only the terminal segment of this lead was returned. The lead was severed 8 cm from the terminal pin. Resistance testing was competed to assess the lead performance revealing no abnormalities. Analysis concluded no lead issues were revealed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.